Manufacturer narrative:
Insulin pump alarmed prime during prime test due to moisture damage on force sensor. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm while changing out their infusion set. The customer also stated insulin was squirting out during a manual prime. Customer's blood glucose was 192 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.